Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported when setting up the laser fiber before the procedure, it had a normal appearance. It was plugged into the laser generator. During the laser test, the green light did not come out of the extremity of the fiber. It came out close to the generator in a place where the fiber remains outside of the patient. A new fiber was used to complete the flexible ureteroscopy procedure. No additional procedures were required as a result of this issue and there were no adverse consequences to the patient.

Manufacturer narrative:
Investigation ¿ evaluation: a visual inspection, functional testing and dimensional verification of the returned device was conducted. A document based investigation was also performed including a review of complaint history, the device history record, instructions for use, manufacturing instructions, and specifications. The customer returned one opened package labeled with part number hlf-s200-hsma and lot number 8707078. The fiber was returned inside the protective coil secured inside the package tray. Visual examination confirmed 6mm of fiber optic extended beyond the cladding on the distal tip which is within the device specification. No physical evidence was observed that the fiber was damaged and there was no damage to the plug or ferrule. The fiber was tested using an in-house laser machine. The device registered as a usable single use fiber with chip serial number (B)(4). The fiber shows as it has not been used. This device is tested to assure the program has recognized the fiber and no failure codes are present. In addition, it is inspected to assure no breaks are present along the fiber length and the green output from the end of fiber creates a well-defined circle. The device is inspected visually and functionally for cracks and fractures by manufacturing and quality control and no notable gaps in production or processing controls were noted. The device history record was reviewed and noted there were no non-conformances that may have contributed to this incident. A search of complaint records revealed this is the only complaint associated with complaint lot number 8707078 for the reported failure mode. The instructions for use (IFU) advises that a number of different factors affect the life of any particular fiber, including: extended lasing power. Continuous lasing with fiber tip in contact with tissue. Lasing with a contaminated or damaged proximal end. Improper handling. Poor laser beam alignment or focus. Never subject fiber optics to sharp bends in handling, use or storage. Always keep connector end dry and free from contaminates. Discard any fiberoptic assembly that is cracked or broken, or does not meet minimum transmission standards. Do not exceed power limits. The physical evaluation could not confirm the reported problem. An investigation conclusion for the reported failure mode could not be established. Per the quality engineering risk assessment, no additional risk mitigating activity is required at this time. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Event description:
There has been no new information received since the last report was submitted.